Event description:
The pt reported that he was attempting to screw a new cartridge of insulin into the infusion device when the plunger of the cartridge fell off and got stuck on the piston rod. The pt reported that insulin leaked into the cartridge compartment of the infusion device. The pt was able to dry out the cartridge compartment and stated that he would return to using the device. The pt reported that he inserted the insulin cartridge before he attached the adapter. The pt was advised the proper way to insert the insulin cartridge. The pt did not report any blood glucose concerns. The pt did not require any medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.